Event description:
It was reported while testing with bd bactec¿; fx40 instrument false positive results were obtained. Cultures were negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: a failure was reported on a bactec fx40 instrument (p/n 442296, s/n (B)(6)). Customer indicated about false positives. No erroneous results were reported to doctors, and patients were not impacted. It is confirmed that false positives are due to temperature fluctuation in the location where the instrument is situated. This issue is resolved by installing an ac to stabilize the temperature. The instrument was deemed functional for customer¿s for use. This is an unconfirmed failure of the bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not needed due to the age of the instrument. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positives. The root cause was determined to be temperature fluctuation. No new trends, risks, or hazards were identified as a result of the complaint.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿; fx40 instrument false positive results were obtained. Cultures were negative. There was no report of patient impact.